Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 had failed and was not recognized. A field service engineer proceeded to inspect the back of the drawer. While disconnecting the pyxis bus cable from the back of the pyxis bus module control board, the fse observed that one of the pins on the board was bent. While attempting to straighten the pin, it was discovered that it had already broken. The fse proceeded to replace the pyxis bus module control board; however, the drawer did not test properly. The fse then replaced the individual drawer control board, after which the drawer tested without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Drawer 4.2 failed and was not recognized by the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.